Event description:
The pt presented for dialysis. The session was unable to begin because the (blue) hub of the venous port was loose without leakage. Interventional radiology determined that the catheter had to be exchanged.